Event description:
Pt had ruptured cerebral aneurysm requiring coil embolization for sacrifice of parent vessel. Surgeon used a coil approved by FDA for this purpose furnished by penumbra, inc. During the deployment of the coil, the link between the implanted portion and the delivery system became prematurely detached in an unintended fashion. This led to a situation of possible stroke, as manifested by loss in procedural evoked potentials, even though there was never any angiographic confirmation of an unintended vessel occlusion that could account for it. Malfunctioning product is in reserved for evaluation. Impact on pt outcome still unclear, as he has such a poor neurological exam from his initial aneurysm bleed that detecting a new stroke is difficult.